Event description:
It was reported a patient's pacemaker presented with under-sensing. Previously the device had far r oversensing causing pacemaker mediated tachycardia (pmt), which was addressed by programming changes. No further changes were reported. There were no patient consequences.